Event description:
It was reported to boston scientific corporation that a truetome 44 was used during a procedure performed on an unknown date. Upon unpacking, the tip of the blade was already bent at an incorrect angle when they removed it from the package, which made performing the procedure, particularly the cannulation phase, difficult. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event. Note: per the instructions for use (IFU), precaution: kinks in the catheter will hinder injection capability. Do not use the sphincterotome if any defect is found during inspection. Please notify boston scientific and return for replacement.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.